Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the catheter became clogged causing it to leak. Reportedly the patient has multiple drug-resistant organisms colonizing his bladder causing his urine to have a high sediment content.